Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarm occurred. Customer changed the cartridge to address the alarms and resumed insulin delivery . Customer's blood glucose ranged from 300-400 mg/dl.